Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) was 513 mg/dl. Reportedly, bg was addressed by "delivering insulin through a syringe". The supplies were changed to address the event and the pump performed as intended. Bg lowered to 445 mg/dl.